Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro started self-activating. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. The pa was harvesting when the hemopro started self activating and would not shut off. She unplugged it and opened a new device.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of clinical use and evidence of blood were observed. A visual inspection was conducted. The insulation on the jaws and heater element were in tact. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. Blood/ contamination was observed on the wires at the point where the two wires enter the shaft. We were unable to observe any electrical issues or failure to energize for the complaint unit during our testing. Based on the results of the evaluation, the reported complaint for ¿device remained activated¿ was unable to be confirmed. Though blood was visible in the handle it was not observed in the area of the switch, therefore the blood did not affect functionality. Specific actions for the reported failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro started self-activating. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. The pa was harvesting when the hemopro started self activating and would not shut off. She unplugged it and opened a new device.